Manufacturer narrative:
The gas delivery system assembly was tested and no failures were identified.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop; data acquisition printed circuit board assembly/ analog digital converter (pcba adc) reference failed. No patient harm was reported.